Event description:
It was reported that the ventricular lead exhibited oversensing including noise and increased short interval counts (sic). A lead alert was triggered. A lead fracture is suspected. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)..

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert was triggered. Beginning 2014 (B)(6), ventricular sensing integrity counts up to 12384. Right ventricular (rv) lead integrity alert warning occurred on 2014 (B)(6) sic greater than 20 in 3 days and 2 or more high rate non-sustained tachycardia episodes.